Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an undefined malfunction occurred. Customer's blood glucose level ranged from 320-350 mg/dl. In addition, it was reported that the pump indicated a data log corruption and that the pump shutdown unexpectedly. The customer's blood glucose was 278 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.